Event description:
A facility representative reported a planned explant with patient experiencing glare, halo and clinical reason being not tolerating the sight. Additional information has been requested and received stating that the patient experienced glare when driving at night and clinical reason being not tolerating the sight. The iol was explanted and exchanged for a different model and diopter company lens in a secondary procedure. There was no further impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).